Event description:
It was reported that the patient had experienced baclofen withdrawal. It was indicated that the patient had symptoms of fever and return of baseline spasticity; however, it was unclear if the patient had experienced other symptoms as well. The date of the withdrawal incident was unknown. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l61549, implanted: (B)(6) 1999, product type: catheter. (B)(4).